Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to door not fully latched messages which were experienced by loading a set and attempting to close the door during the eval. The door latches close, but with excessive force being required to close door. The messages were caused by failed door hooks and latch pins. The door hooks and latch pins were replaced.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message in the medical surgical care area. It was also reported there was no pt injury.